Event description:
The customer called to report difficulties with the display on his insulin pump. The customer also reported that he was not getting insulin. Ran a fixed prime test and the insulin did not exit. Checked the prime history, and it does not appear the customer was priming the insulin pump correctly. The customer stated that he changes just the sites and re-uses the infusion sets and reservoirs. During the call the customer stated that he was hospitalized. Troubleshooting was declined. The customer was not using the insulin pump at time of the call. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.